Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1774322 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 09th april 2021. On evaluation of the device it was observed the flexor (clear section) was broken approximately 15cm from white tip and it was further observed another break of the flexor 92cm from the handle. "Red marker on top of the handle passed the point of no return. Handle actuating fine for deployment and retraction but unable to deploy stent due to broken flexor. Both failures are likely related. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1774322 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot c1774322; upon review of complaints this failure mode has not occurred previously with this lot c1774322. The instructions for use ifu0062-5 which accompanies this device includes the following contraindications ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. As per cc form ¿there was resistance when the wire guide was inserted. ¿ ref (B)(4) evaluation notes. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the wire guide was inserted, there was resistance. Stent broke when trying to release it. As per cc form: there was resistance when the wire guide was inserted. During releasing the stent broke and the stent could not be fully released. Device evaluated 09-apr-21: flexor broken. Unable to deploy stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal? While inserting the stent; while releasing stent. What endoscope type and channel size was used? Olympus duodenoscope; channel size: 4,2. What was the position of the elevator? Was it opened or closed? Opened. Details of the wire guide used (diameter, type, make)? Visiglide olympus 0.35. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. How long was the stent in the patient by the time this complaint occurred? N.a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N.a. Stricture information: what was the length and diameter of the stricture? N.a. Where was the stricture located in the body? Bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? When the wire guide was inserted. Questions related to during stent placement: did the product fail during stent deployment or recapture? Yes. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? No. Did the stent open sufficiently to allow withdrawal of introducer safely? No. Was the safety wire fully removed before removing the delivery system? No, because the point of no return was not reached. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare. Was the lasso (suture) loop used during repositioning? N.a.